Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unihg screw fractured.

Manufacturer narrative:
Gold-tite® hexed uniscrew (unihg) was returned for investigation. Visual inspection of the as returned product identified fracture screw's hex head. The heads of the screw was not returned for inspection. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.